Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed undersensing and loss of capture on the right ventricular (rv) lead. Chest x-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.